Event description:
It is reported that when the physician was torquing the launcher guide catheter to align the guiding tip to the coronary ostium the hub detached from the sheath. No injury to the patient. Evaluation summary: the launcher guide catheter was received by the manufacturing facility for evaluation. The catheter exhibited two torsional kinks 3 and 5cm from the strain relief near the hub. The hub was pulled away from the shaft resulting in the hub with the strain relief attached detaching from the shaft.

Manufacturer narrative:
Results and conclusion: (manufacturing issue). (B)(4).